Event description:
It was reported to boston scientific corp on (B)(6) 2009 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 involving an (B)(6) female pt. According to the complainant, during the ercp procedure, the physician positioned the extractor balloon within the common bile duct and inflated it to 12mm. The physician successfully removed a stone with the balloon. The balloon was reinserted into the common bile duct for another sweep. However, when the physician attempted to inflate the balloon to 15mm, the balloon would not inflate. The balloon appeared to have burst. No parts of the extractor balloon detached. The balloon was removed from the pt. A cook brand stone retrieval balloon was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. (B)(4).